Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer has investigated the reported ventilator on site. The expiratory channel printed circuit board pcb has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported error during pressure transducer test sequence. The returned part has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. The ventilator with the returned pcb passed another pre-use check after ventilation. It was not possible to reproduce the reported issue. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).